Event description:
The customer reported to baxter healthcare one clearlink continu-flo solution set in which leaking was detected from the soft part of the luer activated device (lad) on the lower y-site during priming while inverting the tubing and tapping the check valve per label copy. There is no patient involvement associated with this report.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual used sample was returned for evaluation and the reported condition was confirmed. Visual inspection of the y site showed no obvious defects. Functional testing identified a leak from the bottom y site gland area. The root cause of the reported condition could not be determined.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.